Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator changeout procedure. The right ventricular lead exhibited noise oversensing. The lead was explanted and replaced. The patient did not present any symptoms due to the oversensing and was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed and insulation abrasion was found. During electrical testing a short was noted. Final analysis found that the insulation was externally abraded at 45.3cm to 46.2cm from the distal tip. The abrasions were consistent with exposure to constant friction of the one ring electrode etfe cable coating.

Event description:
New information received notes that patient received multiple shocks. It was unknown if the shocks were due to the right ventricular lead noise oversensing or the patient's monomorphic ventricular tachycardia.